Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose was approximately 250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.